Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer provided the test results to livanova (B)(4), which show that the unit tested positive for mycobacterium intracellulare and mycobacterium chimaera. The first results were dated in (B)(6) 2015. Through a follow-up communication, livanova deutschland learned that the facility is in the process of procuring new equipment as replacements. The facility also stated that disinfection with puristeril is performed on a weekly basis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. The customer stated that the equipment is tested regularly and decontaminated fully according to the latest manufacturer recommendations. There is no known patient involvement.